Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that one of the holes of the plate had broken during the procedure, but that the break did not adversely influence the surgery. The report states that a new product was obtained to complete the procedure. According to the report, there was no adverse impact or injury to the patient, and they were ¿overall ok¿ following the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.